Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to failure to osseointegrate 3 months and 27 days after implantation. The patient has no significant medical history. The doctor noted local infection and periodontal disease during explantation. The patient has recovered without complications.